Event description:
It was reported that a tcr75 was used during a cholectomy. It was reported by the affiliate that the knob stopped at the 1-1.5 cm portion from where the firing knob started. It seemed to lockout. A new device was used to complete the case. There was no consequence to the pt.